Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the delivery system and valve were inserted and navigated through the esheath+ where the valve made a 90 degree turn from the tip of the pusher. Balloon loading was then attempted with difficulty. The balloon bunched up on the distal end of the valve. The valve was then positioned for implant and balloon rupture was confirmed upon attempted inflation. The balloon would not come out of the femoral artery and a cut down was performed to remove the device. Patient was stable at the end of the procedure and no further implant was attempted.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery of patient's anatomy showed the following: calcification present in patient's access vessels: severe tortuosity present in patient's access vessels and aorta: valve crimped on proximal inflation balloon I/c bond separated. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to balloon torn. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed by provided imagery. However, the complaint for withdrawal difficulty was unable to be confirmed. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined by provided imagery. A review of the DHR, manufacturing mitigations and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''the balloon bunched up on the distal end of the valve. The valve was then positioned for implant and balloon rupture was confirmed upon attempted inflation. The balloon would not come out of the femoral artery''. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Possible sources include performing valve alignment in non-straight section can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip). As reported, the patient had ''horribly tortuous anatomy with kinked aorta.'' If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary''. Due to the balloon tear, the balloon profile may have been altered during valve alignment (as evidenced by bunching of the inflation balloon), which may be indicative of the altered/unpleated balloon profile caught on the sheath tip. Such is evident of difficulties during withdrawal. Available information suggests patient (tortuosity) and/or procedural factors (withdrawal of torn balloon) could have contributed to the event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, a pra escalation and corrective/preventative action are not required.